Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not wearing a mask. Peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneal, 2 grams every three days, duration not reported), ceftazidime(intraperitoneal, 2 grams daily for 14 days), and heparin (route not reported, 2 ml every exchange, duration not reported) for peritonitis. The action taken with pd therapy was not reported. At the time of this report, patient outcome was not reported, but the patient's doctor reportedly planned to remove the patient's catheter. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.